Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. Unit received with cracked reservoir tube lip, broken battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 718 mg/dl and (B)(6) 2018 with blood glucose over 600 mg/dl. Customer¿s current blood glucose is 86 mg/dl. Customer just drank a lot of orange juice. The customer was treated with hospitalization and injection. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer is not calling back to perform an high pressure test. Customer reported crack on battery compartment. The insulin pump will be returned for analysis.